Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc concluded that the reported event may have been caused by a failure of the camera cable unit due to unexpected stress by customer's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(4) for evaluation. Olympus repair center inspected the device and confirmed the following; the reported event that the endoscopic image was not displayed was not duplicated. The camera cable was badly bent and twisted in some places. A part of the components of the endoscope mount was broken. The device was worn. The reported event that the endoscopic image was not displayed may have been caused by a broken camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the device was not displayed. There was no report of patient injury associated with the event. Olympus inspected the device at olympus repair center in (B)(4) and found that strong interference streaks were displayed on the endoscopic image.